Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
As reported, when connecting this disposable pressure transducer to the patient artery, the pressure tubing detached at the connection to the 3-way stopcock. No blood was leaked. There was no allegation of patient injury. The product is expected to be returned for analysis; however, it has not yet been received.